Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that while disconnecting a syringe from a maxzero needless connector, a drop of blood fell from the connector to the floor. Although requested, no additional patient information was provided.